Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, as it was discarded. Acumed conducted a health hazard evaluation (hhe). The result of the hhe was to initiate a class ii recall, res#99123.

Event description:
It was reported by a company representative, "a 2.7mm x 16mm nl alnext screw was being put in the oblong hole and advanced/broke through the oblong hole of the plate as it was being entered. There was already several screws inserted distally on the plate but this was the first shaft screw. Nothing was unordinary about the entry other than popping noise occurring when it push through the plate. The screw never particularly captured the plate. It was able to be advanced back out like normal. The plate was left. Eventually a 2.7mm val hexalobe locking screw replaced it. The screw was removed like normal for the most part as it was already through the plate so it backed out. The delay was 5 minutes and the adverse effect to the patient is the extra drill hole in the bone."